Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: could not duplicate customer's complaint of generator of electrodes were sparking throughout the case. Unit was evaluated, many attempts of testing and diagnostics were made, no problems were found, unit passed all testing. The membrane switch panel and the fascia label were replaced because they were damaged. Minor scratches on unit fascia; no repair needed. Performed service bulletin .this complaint cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: could not duplicate customer's complaint of generator of electrodes were sparking throughout the case. The unit was evaluated, many attempts of testing and diagnostics were made, no problems were found, unit passed all testing. The membrane switch panel and the fascia label were replaced because they were damaged. Minor scratches on unit fascia; no repair needed. Performed service bulletin. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative, the doctor was performing a hip arthroscopy and two electrodes were sparking throughout the case. The doctor was able to complete the case with no consequence to the patient. The customer would like to have the unit evaluated. One unit will be returned for analysis by the customer.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as kara ditty-bovard. Contact phone number and email address have been updated accordingly.